Event description:
It was reported that the atrial lead exhibited an impedance in the 100 - 380 ohms range and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.